Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the cgm was reading 500 mg/dl and the blood glucose reading was unknown. The patient was incoherent and her social worker called an ambulance. The patient was transported to the hospital and was treated with unknown fluids for hypoglycemia due to insulin shock as a result of insulin pump overdose from falsely elevated cgm readings. At the time of the report, the patient had recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.